Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 30-jun-2017. The most recent information was received on 27-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a (B)(6) year-old female patient who had essure (batch no. E25506) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included facial paralysis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and fatigue ("fatigue"). The patient was treated with surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown and the pelvic pain and fatigue had resolved. The reporter provided no causality assessment for allergy to metals, fatigue and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 27-jul-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 271 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-jul-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) on 30-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in a (B)(6) -year-old female patient who had essure (batch no. E25506) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included facial paralysis. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and fatigue ("fatigue"). The patient was treated with surgery (essure removal via bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals outcome was unknown and the pelvic pain and fatigue had resolved. The reporter provided no causality assessment for allergy to metals, fatigue and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 03-jul-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 262 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.